Event description:
It was reported that the device was used during a lavh procedure. The device was received via materials management with no event details provided. Case completed with another device of the same product code. No patient consequence.